Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm on the infusion set and reservoir during bolus delivery. Customer¿s blood glucose level was 193 mg/dl. Customer advised they changed out their infusion set and reservoir three times however no delivery alarm remained unresolved. Customer was advised they did not select the deliver a bolus feature on the insulin pump which resulted in the occlusion. Customer declined to receive infusion sets and reservoirs.